Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on (B)(6) 2011 the patient presented for an office visit due to lower back discomforts and legparesthesia have persisted. Ap and lateral, spinal x-rays revealed at least 11 cm of sagittal imbalance referencing the c7 plum line anterior to the mid part of the l5-s1 interspace. On (B)(6) 10 may 2011 the patient admitted (B)(6) 2011 the patient underwent radiologic test of chest. Impression: no acute pulmonary infiltrate seen. Subclavian line in good position. The patient also underwent radiologic test of pa and lateral vies of the chest. Impression: no acute cardiopulmonary process. Pulmonary hyperinflation with no evident bronchospasm or underlying copd. The patient underwent radiologic test of lumbar spine. Impresslon: status post t10 to l5 posterior fusion. On (B)(6) 2011 the patient underwent surgery. Preoperative diagnoses: poor venous access; symptomatic lumbar spinal canal and lateral recess and foraminal encroachment at l3-4, l4-5; fixed thoracolumbar sagittal imbalance secondary to ankylosing spondylitis. The following procedures were performed: placement of triple-lumen left subclavian central venous pressure catheter; l3-4, l4-5 bilateral laminectomies, complete facetectomies, and foraminotomies; harvest of corticocancellous right posterior iliac crest graft material via separate incision; l2 pedicle subtraction osteotomy with restoration of thoracolumbar sacral sagittal balance; placement of posterior segmental spinal instrumentation for spinal deformity with pedicle screw fixation, seven levels t10, t11, t12, l1, l3, l4, l5 spinal systems; lateral mass and transverse process spinal fusion procedure for spinal deformity surgery; levels, t10-t11, t11-t12, t12-l1, l1-l2, l2-l3, l3-l4, l4-l5 using right posterior iliac crest graft material, two large packets of infuse bone morphogenic protein, bone from laminectomies, facetectomies l3 through l5 and l2 pedicle subtraction osteotomy. Per op notes: all bone graft material was cut into small pieces using leksell bone rongeur and added to this were 2 large packages of infuse bone morphogenic protein and the collagen strip having been cut into 1/4-inch pieces. This material was then placed along the lateral masses and transverse processes from t10 through l5 bilaterally using a spoon. The following implants were used: pedicle screws6mm and 5.5mm dia, midas rex tool with am 35-bit,rod set screws, 47 x 52 mm crosslink was used at t12-l1, and a 52 x 64 mm cross link was used at l4-l5. On (B)(6) 2011 the patient underwent CT scan. Impression: emphysema with bullous disease. Postoperative changes, lower thoracic, upper lumbar spine. Bilateral parenchymal density, suggesting probable atelectasis. Single 3.6-mm module, left upper lobe. Right adrenal lesion, recommend CT- evaluation. On (B)(6) 2011 the patient underwent ultrasound. Impression: no definite evidence for acute stenosis is seen. On (B)(6) 2011 the patient underwent radiologic test of chest. Impression; fluid in the minor fissure on the right minimal bibasilar atelectasis noted. On (B)(6) 2011 the patient underwent MRI of the adrenal glands. Impression: a small mass in the right adrenal gland. It does not meet MRI criteria for the lipid-rich adenoma. It could represent a lipid-poor adenoma or other adrenal mass. A CT scan of the adrenal glands using an adrenal protocol suggested for further evaluation. On (B)(6) 2011 the patient underwent CT scan of the abdomen and pelvis. Impression: a 3.7 x2.5 an right adrenal nodule, this lacks the enhancement or washout criteria that would be typical for adrenal adenoma. Underlying metastatic lesion would be a possibility; bibasilar air space opacities, larger on the left than the right could be due to atelectasis versus focal infiltrates. Correlate clinically; atherosclerosis; degenerative changes involving both hips as well as both sacroiliac joints with partial bony fusion involving the right sacroiliac joint; extensive surgical changes of the lumbar spine. On (B)(6) 2011 the patient presented for office visit. Physical examination revealed his thoracolumbosacral spinal incision to be heal ing well. On (B)(6) 2011 the patient presented for follow up of t-l spine fusion.findings: t-l wound healing well. On (B)(6) 2011 the patient underwent radiographic test of spine. Impression: old compression deformity, l2; posterior surgical har dware, as described; no acute abnormalities. On (B)(6) 2011 the patient presented for office visit due to lower back discomforts. Patient was not able to stand erect. X-rays of lumbar and thoracic spine revealed kyphotic deformity at the l4-5 interspace with possible loosening of the l5 pedicle screws bilaterally. On (B)(6) 2012 the patient underwent CT scan of lumbar spine. Impression: post-operative changes with vertical rods spanning the levels of t10-l5 as described above. There is abnormal angulation of the l5 vertebral body and compression fracture of l2 resulting in greater than 50% height loss, unchanged compared to prior. There is no evidence of hardware fracture or loosening; evaluation of the central canal is limited by the lack of contrast as well as beam hardening artifact from the hardware. There are laminectomy defects from l2 through l4 and the central canal is widely patent at these levels. There is mild to moderate central canal stenosis at l4-l5; hypodense left renal lesion, indeterminate but statistically likely to represent a cyst. On (B)(6) 2012 the patient presented for office visit due lower back pain. Patient was unable to stand. CT scan of his lumbar spine revealed kyphotic deformity at the l4-5 level with slight anterior displacement of l4 on l5.